Event description:
Pt revised for pain, found polyethylene wear of insert and patella. Surgeon did a lateral release and removal of osteophytes.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product info required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not draw any conclusions about reported pain or polyethylene wear based on the provided info. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.